Manufacturer narrative:
There was an allegation of additional questionable results from the cobas 6000 c501 module. The initial sodium result was 141, and the repeat result was 158. The initial potassium result was 4.62, and the repeat result was 5.15. The initial chloride result was 10.2, and the repeat result was 114.2. No unit of measure was provided. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas 6000 c501 module. The initial sodium result was 162 and the repeat result was 124 the initial potassium result was 7.77 and the repeat result was 5.93 the initial chloride result 107.7 and the repeat result was 80.0 no unit of measure was provided.

Manufacturer narrative:
The electrode lot numbers and expiration date were not provided. The investigation is ongoing.

Manufacturer narrative:
The field service engineer replaced the electrodes and the internal standard reagent, and he checked the instrument. The investigation was unable to determine a specific root cause. There was no product problem identified.